Event description:
On (B)(4) 2013, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra 2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed the alleged issue began on (B)(6) 2013 at approximately 8 am. He tested on the subject meter and observed values of "136, 145, 179, 158 mg/dl" which he felt were high as compared to his usual readings/feelings. It is not known what range the patient considers to be normal. Also, its not known if these tests were all taken on the same day. The patient reportedly manages his diabetes with 38 units of lantus and 850mg metformin pills 3x per day and in response to the alleged high results he increased his dose on lantus to 40 units starting on (B)(6) 2013 at approximately 7:45am. Approximately 1.5 days later, he reportedly developed symptoms of "sweating" but despite his symptoms, no treatment was received. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the subject test strips were not expired stored incorrectly, a control solution test was not performed because the patient/reporter did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims he obtained an inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.